Event description:
It was reported that during surgery, instrument broke upon impaction. Backup device from smith and nephew available, no delay occurred and no injury reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed that the impactor failed as result of a weld failure at the ¿appropriate feature¿. This was likely due to fatigue loading of the weld joint caused by repeated impacts. This failure mode has been previously identified. Since the manufacturing of the complaint device, design and process changes have been implemented to eliminate/ reduce the occurrence of this failure. The returned product was produced before this change was in effect. . The device shows signs of significant wear/use. The device was manufactured in 2008. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary.